Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Additional devices listed in this report: catalog: 542-11-56f description: trident psl ha cluster 56mm lot: v3ymad, catalog: 2030-6535-1 description: 6.5 cancellous bone screw 35mm lot: 97009903, catalog: 2030-6530-1 description: 6.5 cancellous bone screw 30mm lot: mwymla. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report. Not available.

Event description:
Subsequent to the revision surgery for the intraprosthetic dissociation, the patient underwent extensive rehabilitation of the revised hip and developed a post-operative infection resulting in a 2 stage infection surgery with placement of an antibiotic.

Event description:
Subsequent to the revision surgery for the intraprosthetic dissociation, the patient underwent extensive rehabilitation of the revised hip and developed a post-operative infection resulting in a 2 stage infection surgery with placement of an antibiotic.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. No medical records were received for review with a clinical consultant. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot or sterile lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.